Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified right superficial femoral artery. A 3mm x 40mm x 146cm coyote¿ es balloon catheter was selected to dilate the lesion. During the first inflation, the balloon ruptured at 14 atmospheres after being inflated for 15 seconds. There was no kink prior to use and no resistance was noted during the procedure. The balloon was completely removed from the patient. No patient complications reported were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).